Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient noticed they could feel stimulation more over the last week or two, but had not changed any settlings. Patient reported that the day before the report, they were at a clothing store and when they were walking out of the doors through the shopping detector they felt an indescribable feeling in the area they usually felt stimulation. It was sharp and felt like a stun gun attached to their backed. Patient could not walk and just stopped there and put pressure on their front and back to see if it went away. After 5-10 seconds the feeling went away. Patient was not sure if it was because they were moving around a lot or whether security devices might interfere. Patient stated it had never happened before. No further complications were reported.